Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak past the second o ring. The customer¿s blood glucose level was 12 mmol/l. The reservoir compartment was wet with insulin. The customer also stated that the reservoir had presence of air bubble. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir(plunger not returned). Using a new lab plunger; performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and not leak.